Event description:
It was reported that the patient experienced rapid and sudden onset of stuttering and jerking of the left hand. There was no known accident or incident related to the event. The implantable neurostimulator (ins) was implanted in the patient's left chest. The patient was in a nursing facility. Initial attempts at interrogating the ins with the patient programmer yielded the poor communication screen, but upon an additional attempt the programmer indicated the ins was powered on and was okay. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 748251 serial# (B)(4), implanted: 2004 (B)(6), explanted: product typ extension; product ID, 37642 serial# (B)(4), product typ programmer, patient; product ID, 3387-40 lot# j0401947v, implanted: 2004 (B)(6), explanted: product typ lead. (B)(4).